Event description:
In 2008, a clinical incident involving a magnum2 knotless implant was reported to arthrocare corporation. It was reported that following an arthroscopic rotator cuff repair (date not provided) wherein three magnum2 implants were used, one of the anchors became loose from the bone hole. A secondary surgery was performed to remove the anchor that had become loose from the bone hole two days later.

Manufacturer narrative:
The exact date of event was not reported. An approx date of event was provided. Device was implanted: date of implantation was not given. The device was returned for investigation. From the visual examination performed and based on the condition of the implant, it is clear the suture lock deployed and blue cobraid suture remained internal to the implant. Both wings of the anchor were present. The wings should be about 90 degrees from the anchor body if they had been inserted under the cortical surface of the bone adequately. One of the wings appeared to be about 120 degrees from the anchor body which is indicative of incomplete or incorrect anchor insertion. Based on the condition of the returned product, the cause of the failure mode cannot be confirmed or reproduced. However, it should be noted this anchor is contraindicated for use in pts with poor quality bone which can be common in elderly pts, especially females. Since the pt in this case was a female, poor bone quality may have played a role in the anchor pull-out. Ref: arthrocare, MDR faxed to FDA 11/12/2008. This RMA is 2 of 2.